Event description:
It was reported that the catheter was broken. A 150/20 renegade hi-flo was selected for use. During preparation, the catheter was so tight in the storage room and the device broke when the pulled the catheter. The device was completed with different device. No patient complications were reported and the patient was fine.